Manufacturer narrative:
Type of investigation not yet determined: additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a blood back. No patient harm, serious injury or adverse event was reported.

Event description:
N/a.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had blood rupture. Customer reports blood back. There was no adverse event reported. A getinge field service engineer (fse) did a thorough investigation and assessment on site. Found several parts contaminated with blood and ordered. Replaced pneumatic module (d997-00-1178), pneumatic interface (d670-00-1167 ), printer (d161-00-0024-04), cable assembly to backplane (d012-00-1640), 300 psi valve (d103-00-0634), pneumatic fitting (d103-00-0658-02), relief valve (d103-17-0004) and pressure transducer(d682-00-0092-02), helium fill manifold assy (d104-00-0014), screw kit (d104-00-0014) . A full calibration and functional check has been performed per the factory calibration procedures. Returned to the customer and cleared for clinical use.